Event description:
The following report was received from the affiliate. During a coronary intervention involving the mid lad, a 3.0x23mm cypher des was deployed at 14atms at the target lesion without any problems. However, while the balloon was being deflated, the physician noted that blood was pulled back. Therefore the stent delivery system was retrieved from the pt and post-dilation was conducted with a 3.5x15mm quantum maverick balloon. The procedure was finished. There was no pt injury reported.

Manufacturer narrative:
Please note: device (lot# i1006159) is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.